Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported psychiatric episode could not be conclusively established. The hospital communicated that no additional information related to this event would be provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. This IFU lists infection (local, driveline, and pump pocket) and neurological events (not stroke related) as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists infection and neurologic dysfunction as potential late postimplant complications. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed a driveline infection on (B)(6) 2022, due to non-compliance with device maintenance. The patient was admitted to the hospital and the infection was treated with surgical translocation and drug therapy. While admitted, the patient experienced a psychiatric episode on (B)(6) 2023. The psychiatric episode was thought to be device related. The patient was ultimately discharged on (B)(6) 2023.